Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead triggered a lead safety switch due to an out of range pace impedance measurement. The pace impedance measurements had been averaging in the 500 ohm range then dropped to the 300 ohm range. The device was programmed for unipolar pacing. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information indicates that a revision procedure was performed where the lead was surgically abandoned and replaced. The device remains in service. There were no adverse patient effects reported.